Event description:
Same case as MFR's report# 600089-2007-01593. It was reported that during an aortic interventional procedure, a blood leak led to surgical intervention. The physician successfully placed the 12f/14x50 wallgraft in the 12 mm aortic artery distal to the renal arteries, but the pt continued to leak blood. He subsequently placed a 12f/14x70 wallgraft, but the pt continued to leak blood and required surgical intervention. "Everything finalized very well. "Add'l info has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that, the wallgraft remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant info is received, a supplemental MDR will be submitted.